Manufacturer narrative:
(B)(4). Date sent: 8/14/2023 d4: batch # 545a66 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 4 double drivers missing, 1 single driver missing, and 1 double driver out of position, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 545a66, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, the device could not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.